Event description:
It was reported the patient stopped feeling stimulation on the day prior to the report. It was noted the recharger was not charging. The reporter noted the patient always kept the recharger plugged in. When the patient picked up the recharger, the black cord fell off and the pin was stuck inside the recharger. It was noted the patient noticed this on the day prior to the report. The patient was able to pull the pin out and the recharger appeared to be functioning but the recharger battery level was too low to recharge. It was noted the patient was able to connect the patient programmer to the implantable neurostimulator (ins) and show the ins low battery screen. It was further reported the desktop charger connector tip broke. Anomaly appeared to have occurred through product use. No patient harm reported.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37761, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger. (B)(4).